Event description:
It was reported that the pb560 ventilator generated a device alert message to confirm the exhalation valve tube, and the alarm did not stop ringing after circuit replacement. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Section e initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Section g: there is no 510k number associated with this device. The device associated with this event is an authorized product under the emergency use authorization (eua) issued by FDA for the covid-19 pandemic. This device was granted authorization by FDA on april 5, 2020. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the pb560 ventilator generated a device alert message confirming exhalation valve tube and the alarm did not stop ringing after circuit replacement. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue and found unit had a startup failure. Sp replaced turbine. Additionally, sp found abnormal sound, keypad breakage and inspiration block deterioration and discoloration, replaced fan, keypad and inspiration block. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The fan, keypad and inspiration block were not returned to medtronic for analysis. One turbine was returned to medtronic for analysis. A visual inspection was carried out on the returned component; no anomalies were observed. The turbine was attached to the failure investigation test ventilator but failed multiple testing. There was no air coming from the turbine. Analysis determined the turbine to be faulty. If a failure of the turbine occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the reported device alert with constant alarm was isolated to a faulty turbine. The secondary findings (abnormal sound as a potential fault in the fam, keypad breakage as a potential fault in the keypad and inspiration block deterioration and discoloration as a potential fault in the inspiration block and/or age of the ventilator which was over ten (10) years old.) The events are included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.